Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I toxo igg assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 79222be00. Labeling was reviewed and sufficiently addresses the customer¿s issue. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with the complaint lot and complaint issue. The overall performance of the alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 79222be00 is within established limits and comparable to the historical lot performance. Based on our investigation, no systemic issue or deficiency with the alinity I toxo igg reagent for lot 79222be00 was identified.

Event description:
The customer observed false positive alinity I toxo igg results for a 23-year-old female pregnant patient. (Results: = 3.0 iu/ml = reactive). (B)(6) 2025 sid (B)(6) result = 4.1 iu/ml (reactive). (B)(6) 2026 new sample with sid (B)(6) result = 3.4 iu/ml (reactive). Igg and igm serology in (B)(6) 2025 = negative. Western blot = negative. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier complete information: (B)(6). This report is being filed on an international product, list number 07p45-32 that has a similar product distributed in the us, list number 7p45-40 / 45 with 510k/PMA/bla number k210596. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive alinity I toxo igg results for a 23-year-old female pregnant patient. (Results: = 3.0 iu/ml = reactive) (B)(6) 2025 sid (B)(6) result = 4.1 iu/ml (reactive). (B)(6) 2026 new sample with sid (B)(6) result = 3.4 iu/ml (reactive). Igg and igm serology in september 2025 = negative. Western blot = negative . No impact to patient management was reported.